Event description:
A medtronic representative reported that during a case, the site was not able to add a solera screw to the driver. He said that they could not navigate the screw for the case and had to redirect the screw. He reported there was a 30-45 minute delay in the case. There was no impact on the patient's outcome reported.

Manufacturer narrative:
Medtronic tech services trained rep over the phone on proper procedure for adding screw cards. Software functioning as intended.